Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia ablation procedure and it was noted that upon opening and flushing the smartablate tubing set, there was a gel-like substance noted. The medical team noted that when the outer box was opened for three other sets of irrigation tubing of the same lot, the gel-like substance was found on those 3 sets as well. In total, there were 4 tubing sets found with the issue. The gel-like material was only noticed inside of the tubing and appeared to be embedded within the material itself.the medical team replaced the tubing with a set from a different lot number. No further details were provided regarding commencement of or completion of the procedure. No patient consequences were reported. This report is for one of four tubing sets. There are four reports in total for this event.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).